Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a loose apd luer lock connector. The patient tightened it as much as possible, however when the bag spins, it loosens the connector causing a leak. The pd nurse has tried it and states any movement will loosen the connection. Per the pd nurse, the machine did alarm because it could not detect the connection. The patient checked the connection and it disconnected upon handling. Upon follow up, patient confirmed the reported event occurred between the safe lock adapter and baxter bag. The patient experienced not enough solution and air detected in cassette alarms and then grabbed the adapter and it disconnected with a leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the original cycler. The patient is continuing with peritoneal dialysis on the original cycler and will switch out adapter and cassette if encountered again. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.